Event description:
It was reported that when the device and reload cartridge were used during a rectum procedure, after reloading the device cuts but does not staple correctly as the staples are not closed and staples fall out of the cartridge. Another device was used and also overstitching to complete the case.